Event description:
International affiliate reports the distal tips of two expedium x-tab polyaxial drivers, both catalog# 286760010, lot mi19233, broke off of the instruments. The item were returned in a loan kit. It is not known when/where breakage occurred.

Manufacturer narrative:
Depuy synthes (B)(4) has requested return of the drivers for evaluation. A follow up report will be submitted upon receipt of the instruments and completion of the evaluations.

Manufacturer narrative:
The viper2 x-tab polyaxial drivers are not available for evaluation. Review of the device history record for the production lot found no discrepancies and confirmed that the products were released accomplishing all quality requirements. Without product samples, we are unable to confirm the reported issue or identify the root cause. However, it should be noted that a CAPA was opened to address previous product complaints involving driver tip breakage. This production lot was manufactured prior to implementation of the CAPA. In the absence of a product sample, this complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and the products evaluated. Devices not available for evaluation.

Manufacturer narrative:
Visual examination of the two returned drivers found that the most distal portions of the tips had broken off from the instruments. Review of device history record confirmed the instruments were manufactured to specification requirements. A CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.